Event description:
It was reported that during a tonsillectomy procedure, the device would not cut and would not coagulate, no error code instrument. Another like device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 03/20/2009. Information anticipated, but unavailable at this time.